Event description:
It was reported that the patient presented to the emergency room complaining of a ¿funny feeling" in their head. The right ventricular (rv) lead sensing thresholds were below range. Reprogramming was done and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.